Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that discordant results were obtained on patient samples for carbon dioxide (co2) on a dimension vista 500 instrument. Quality controls (qcs) were within acceptable ranges when the discordant results were obtained. A customer service engineer (cse) was dispatched to the customer's site. The customer reported water quality issues on this instrument and siemens determined that the resistivity level was low on this instrument. The cse determined that the water purification module (wpm) resistivity was below set point. Then, the cse removed and replaced the reverse osmosis (ro) membranes due to contamination from the lab's water supply. The cse followed up with the customer in a subsequent visit and determined that the instrument was performing according to specifications and qcs were recovering within acceptable ranges. Siemens further investigated the issue and determined that reagent delivery and sample mix were acceptable. Siemens determined that the calibration performed on (B)(6) 2019, which contributed to the discordant results, had elevated signals and co calibration coefficient, indicating a water related issue. The instrument is performing according to specifications. No further evaluation of this device is required. The customer indicated that discordant, falsely elevated co2 results were obtained on (B)(6) 2019, did not specify the date associated to each sample. Therefore, this MDR pertains to the same patients referenced in MDR 2517506-2019-00500.

Event description:
Discordant, falsely high carbon dioxide (co2) results were obtained on 9 patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista 500 instrument, resulting low. The repeat results were reported, as the correct results, to the physician(s). The repeat results matched the patients' clinical picture. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high co2 results.